Event description:
This report summarizes 19 malfunction events in which the device had paint chips missing. - 19 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 19 previously reported events are included in this follow-up record. Product return status 10 devices were received. 9 devices were evaluated in the field. Event confirmation status 19 reported events were confirmed. Evaluation results 19 devices were found to be affected by missing paint chips.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 19 events were reported for this quarter. Product return status: 2 devices were received. 2 devices were evaluated in the field. 15 device investigation types have not yet been determined. Event confirmation status: 4 reported events were confirmed. Evaluation results: 4 devices were found to be affected by missing paint chips. 19 devices were not labeled for single-use. 19 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 19 </noe> malfunction events in which the device had paint chips missing. 19 events had no patient involvement; no patient impact.